Event description:
It was reported that when the ventilator was turned on, there was no pressure output with an audible alarm while connected to a pt. The pt was placed on a back-up ventilator. No pt harm reported.

Manufacturer narrative:
Na.